Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported that noise and high out of range pacing impedances of greater than 2500 ohms were observed on the right atrial (ra) lead. Technical services reviewed device data and confirmed the ra lead noise along with abrupt spikes in ra pacing impedances over the last several months. Technical services recommended performing isometrics, pocket manipulation, and serial impedance testing to see if the noise and high out of range impedances could be reproduced. The health care professional (hcp) noted the patient was going to be seen for follow-up later that day. At this time, this cardiac resynchronization therapy defibrillator (crt-d) and associated competitor ra lead remain in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.